Event description:
The device system was returned with no information.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the pump was explanted due to infection.

Event description:
Per the healthcare provider, the pump was explanted 2-3 years ago due to infection.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), product type: catheter. Product ID: unknown, serial# unknown, product type: catheter. (B)(4).